Event description:
During a laparoscopic cholecystectomy, the tip did not retract after penetration. The surgeon completed the procedure with the device. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.